Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated the alarm occurred during a bolus. The customer was advised to call back when the alarm occurs to troubleshoot. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.